Event description:
N/a

Manufacturer narrative:
It was reported that on during implant when completing a full recapture, a plastic band was found on the lobe of the amulet, which was thought to have come from the end of the steerable sheath. The delivery sheath was returned to abbott and the tip of the sheath was noted to be cut off. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the findings, the issue appears to be related to a potential product quality issue; the issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 14f amplatzer steerable delivery sheath was selected for use. During device preparation, the sheath end was not inspected, however the sheath was prepped and flushed as per normal requirements. During implant, when completing a full recapture, "a plastic band was found on the lobe of the amulet." The band is thought to have come "from the end of the steerable sheath." The delivery sheath was exchanged for a new 14f amplatzer steerable delivery sheath, which was used to successfully complete the procedure. The patient was reported to be in stable condition.